Manufacturer narrative:
Clarification for section e (initial reporter): name of the healthcare professional is not known. (B)(6) (administrative) had called from doctor office. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported for right side ¿would like to know the procedure to replace the implants as they are within the recalled ones¿ and ¿capsular contracture grade unknown because an implant had rotated¿. The device remains implanted.